Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery. (Device codes) "1081 - failure to capture" was added and "3266 - high capture threshold" removed. (Problem description) updated because of device codes were corrected.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to dislodgement and intermittent loss of capture. This issue was discovered via x-ray during pre-discharge check. This lead will not return as hospital kept it. A new atrial lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to dislodgement and intermittent high capture thresholds measurements. This issue was discovered via x-ray during predischarge check. This lead will not return as hospital kept it. No additional adverse patient effects were reported.